Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a flashing black and white display. Customer¿s blood glucose value was unknown. Customer stated that the customer was playing game and the insulin pump was just began flashing off and on. Customer stated that there were no report of insulin pump¿s screen was flashing when screen was turned on after being in sleep mode. The device will return fort the analysis.